Manufacturer narrative:
A2: age at time of event: 18 years or older h6: patient codes (3): unspecified tissue injury refers to pneumatosis.

Event description:
It was reported that the patient experienced bowel ischemia requiring surgical intervention. Obsidio was selected for use in an embolization procedure of a massive lower gastrointestinal (gi) bleed in a patient with a history of right colectomy. A superior mesenteric arteriogram was performed and identified brisk contrast extravasation at the anastomosis (reportedly bleeding quite rapidly). The feeding artery to the bleed had multiple collateral vessels and typical neovascularity feeding the anastomosis and colon. The physician was unable to get the microcatheter beyond the colonic vessels and decided to perform embolization with obsidio. A 0.1 ml aliquot of obsidio was used in one branch less than 2mm, followed by a saline flush. The bleeding stopped immediately. 48 hours post procedure the patient developed pain. A computerized tomography (CT) scan demonstrated focal pneumatosis and ischemia was discovered on endoscopy. The patient was taken for a focal resection. The focal resection surgery was uneventful. The patient fully recovered and was discharged home 48 hours post-surgery.